Manufacturer narrative:
(B)(6). (B)(4). Original implant date for l2-s1 posterior fusion was (B)(6) 2014. (B)(4) adjacent level stenosis and disc disease. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a patient underwent a revision surgery related to an l2-s1 posterior lumbar fusion with synthes universal spinal system (uss) devices in (B)(6) 2014. At an unknown point in time, the patient developed adjacent level stenosis and disc disease above the level of the fusion; it was also noted the patient experienced pain, irritation and/or discomfort. There was no issue with the hardware from the (B)(6) 2014 procedure. The surgeon removed the rods, and removed and replaced six (6) of the eight (8) screws that were implanted in the (B)(6) 2014 procedure (no screws were placed in l5 at the time). It is unknown which screws from the (B)(6) 2014 procedure were removed and replaced. This is report 5 of 7 for (B)(4).